Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports device not working and they have been miserable since implant. After increasing stimulation to 1.7v, they now can't pee, and it's making them feel ill. Patient says it's hard to start urinating and once they start it just "trinkles." Patient also reports their bladder feels bloated. Patient only feels stimulation when it is high and it feels like it shocks them and makes their legs hurt. Patient is on program 1 at 1.8v and doesn't know what settings to change to. It was reviewed that the call center cannot give recommendations and can only give instructions. Patient reports a headache, having problems with their bowels, and a hurting hip at implant site. Patient will follow up with their healthcare provider (hcp) regarding their symptoms and programming considerations. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient's ins was placed too close to the hip and caused the ins to hurt their bone and they had trouble walking. A revision was done in the summer of 2017 to move the ins to patient's left hip. No further complications were reported.